Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in a laparoscopy-assisted proximal gastrectomy, the assembly was performed as usual and completed until the opening and closing of the jaws was checked. During the use of the device, when the tissue was grasped, and firing was attempted to be performed, the device stopped working shortly after the knife was attempted to advance by less few millimeters. The doctor did not recognize that the knife had advanced, and they set a new powered stapler again, attached the cartridge, but an error occurred. It was stated the tissue was not particularly thick or hard. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.